Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced massive pain in the lower right area of the back or front, with sharp pain causing screaming. The patient also felt stimulation from the right ribs through the back below the shoulder blade. There was an issue with the controller not allowing the patient to change the intensity of the implantable neurostimulator, and a problem with stimulation when moving the right arm. Additionally, there was a technical issue related to a change in programming to show one program in group a. The patient had met with a representative to change their programming to address the pain, but upon returning, the controller no longer allowed intensity adjustments. The patient was guided through adjusting the stimulation, and confirmed they were able to increase it. The troubleshooting steps taken during the call resolved the issue.